Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele and rectocele. It was also reported that patient experienced pain, extrusion, infection, bleeding, recurrence, and neuromuscular problems post implantation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. Reason for surgery: large cystocele, mild rectocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 under dr. (B)(6) at (B)(6) center.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.